Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient passed away on the cycler. Upon follow-up with the patient¿s pdrn, it was reported this patient expired due to a cardiac arrest on (B)(6) 2025 while hospitalized. It was explained that the patient initially experienced a cardiac arrest on (B)(6) 2025 during a ccpd treatment utilizing the liberty select cycler at home. Emergency services were activated, and the patient had a return of systemic circulation upon arrival at the hospital. The patient was admitted on the same day and placed on mechanical ventilation in the intensive care unit. The decision was made to discontinue life-saving measures on (B)(6) 2025. The patient was taken off mechanical ventilation and subsequently expired due to a cardiac arrest shortly thereafter. It was affirmed that the patient was not provided a dialysis treatment in the hospital as it did not coincide with lifesaving measures taken during this admission. The patient¿s cardiac arrests were attributed to a significant cardiac disease and diabetic history. It was confirmed that the patient¿s cardiac arrests, the associated hospitalization and his subsequent death were not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical investigation: though a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s initial cardiac arrest, a temporal relationship does not exist between ccpd therapy and the patient¿s death as he did not receive any modality of renal replacement therapy while hospitalized. The cause of this patient¿s death can be attributed to a cardiac arrest with no indication these events were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiopulmonary disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as-received with reduced dwell simulated treatment was performed on the cycler and passed. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly and on the edges from the rear panel. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient passed away on the cycler. Upon follow-up with the patient¿s pdrn, it was reported this patient expired due to a cardiac arrest on (B)(6) 2025 while hospitalized. It was explained that the patient initially experienced a cardiac arrest on (B)(6) 2025 during a ccpd treatment utilizing the liberty select cycler at home. Emergency services were activated, and the patient had a return of systemic circulation upon arrival at the hospital. The patient was admitted on the same day and placed on mechanical ventilation in the intensive care unit. The decision was made to discontinue life-saving measures on (B)(6) 2025. The patient was taken off mechanical ventilation and subsequently expired due to a cardiac arrest shortly thereafter. It was affirmed that the patient was not provided a dialysis treatment in the hospital as it did not coincide with lifesaving measures taken during this admission. The patient¿s cardiac arrests were attributed to a significant cardiac disease and diabetic history. It was confirmed that the patient¿s cardiac arrests, the associated hospitalization and his subsequent death were not due to a deficiency or malfunction of any fresenius product(s) or device(s).